Manufacturer narrative:
Based on the claim against the product by the customer noting a recognition issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system after getting the grip tips unstuck. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A review of the log shows no errors. Further investigation found that the instrument grip tips were stuck and unable to manually articulate the grip tips. The instrument was also found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted procedure, the surgeon was unable to gain control of the curved bipolar dissector. The procedure was completed with no reported injury.